Manufacturer narrative:
Skin irritation from adhesive patches are a known and anticipated potential adverse effect. The user reported skin irritation, redness, pain, and oozing caused by the clear adhesive patches. According to the user, the first time the symptoms appeared was in (B)(6) 2025. Adhesive patches were not expired. Bandage or tegaderm wasn't being used at the time when the symptoms occurred. User does use lotions or creams on the area. User doesn't have a history of sensitive skin. User's hcp is aware of the event; the hcp recommended triple antibiotic ointment (over the counter) as a preventative measure. B4. Date of this report 12 june 2025. G3. Date received by the manufacturer? 12 june 2025. H6. Type of investigation updated to 4111. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 22.

Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. In addition to this, the adhesive patches (clear and/or white) can cause skin allergic reaction or skin irritation, which is also a known anticipated adverse effect. The user reported skin irritation, redness, pain, and oozing caused by the clear adhesive patches. According to the user, the first time the symptoms appeared was in (B)(6) 2025. The user's hcp was aware of the event and recommended triple antibiotic ointment (over the counter) as a preventative measure. This incident does not require any further investigation.

Event description:
On 29 april 205, senseonics was made aware of an incident where user reported skin irritation, redness, pain, and oozing caused by the clear adhesive patches. According to the user, the first time the symptoms appeared was in (B)(6) 2025. The user's hcp was aware of the event and recommended triple antibiotic ointment (over the counter) as a preventative measure.